Event description:
The patient reported that a month ago, she started to do physical therapy two days a week for parkinson patients. She noticed around (B)(6) that she started to have ¿excessive trembling¿ every day and problems with her movement. She stopped with the physical therapy, but she was still doing some exercises at home. She was reading the patient therapy guide about activities and wondered if she could have done something to her implant. She had an appointment with her healthcare provider (hcp) the week after (B)(6) 2016. The patient¿s indication(s) for use were parkinson¿s dual and movement disorders.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.